Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Break while brushing, yellow pieces break off [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2018 that normally in 6 weeks, but now within a few weeks, the oral-b dual clean brushheads broke while brushing; he elaborated that first, the yellow pieces broke off. The consumer stated that he had already been an oral-b customer for ten years, and was satisfied with the dual clean toothbrushes. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.